Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump triggered an alarm when the blood glucose was above suspend setting and the low blood glucose was reported incorrectly. The customer was advised that the low reading was triggered by the serum glucose being below the preset amount. The customer¿s blood glucose value was 7 mmol/l. Insulin delivery was suspended due to the sensor value. Sensor value that triggered the suspend event was 2.2 mmol/l. Suspend on low limit in sensor settings was 3.6 mmol/l. The customer was assisted with troubleshooting and was advised to monitor and change sensor if the issue persists. The sensor will not be returned for analysis.